Manufacturer narrative:
Evaluation summary: there was no identify information provided for the device; therefore, the device history record (DHR) could not be reviewed. The condition of the product could not be verified, because no sample was returned. A visual inspection could not be performed. The root cause can not be determined. Additional information was requested. (B)(4).

Event description:
A surgeon reported that after a glaucoma filtering shunt was implanted, a bleb reconstruction had to be performed. During the reconstruction the fornix scleral flap was unable to be opened successfully and it was torn partially causing the shunt to be exposed from the sclera. Eventually, the exposed plate of the shunt caused a hole to form in the weakened conjunctiva. The shunt was then explanted and a trabeculectomy was performed. The surgeon indicated that the pt had a history of several glaucoma operations, which could have contributed to the conjunctiva becoming weak and torn. Additional information was requested.